Manufacturer narrative:
The referenced report of history of percutaneous lead repairs is covered under MFR report number 2916596-2016-00159. The referenced issuance of a ungrounded power module patient cable is covered under MFR report number 2916596-2017-01525. Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a clinic visit, a brief pump stoppage occurred when the patient¿s vad system was connected to a normal grounded power module patient cable. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and observed a pump stoppage on (B)(6) 2018 that occurred while the vad system was connected to a power module. X-ray images submitted for review were unremarkable. The customer reported that the patient had a known short to shield issue with prior percutaneous lead repairs. The patient was previously issued an ungrounded power module patient cable for use while on power module support; however had exclusively been using batteries since last percutaneous lead was performed.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported pump stoppage. The patient was known to have a potential driveline issue and the center reported that the event occurred when the patient connected to a grounded patient cable. The submitted system controller log file captured a pump stop and low speed operation event when the controller was connected to the power module. The event showed a corresponding elevation in pump power. Based on previous complaints, the captured event was consistent with a potential driveline issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.